Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2025, during in a in-clinic follow-up, the dai could not be interrogated. The interrogation has been tried with 3 different programmers (unsuccessfully). The last in-clinic fu was on (B)(6) 2025 with a residual longevity estimated between 9 and 12 years. The last remote fu on (B)(6) 2025 didn't show battery anomalies. The ECG revealed the pacing is effective.

Manufacturer narrative:
Analysis of the provided data revealed: - on the (B)(6) 2025, the device sn:(B)(6) was unsuccessfully interrogated with 3 different programmers. - a 1st programmer was used at 10:33, but the interrogation failed also due a wrong encryption key and communication errors. - a 2nd programmer was used at 11:03 and 11:05, 2 interrogations failed: the crtd identification by the programmer was successful, but the rf communication couldn¿t be established, due to communication errors. - a 3rd programmer was used, 2 interrogations failed at 11:15 and 11:18: the crtd identification by the programmer was successful, but the rf communication couldn¿t be established, due to communication errors, after clicking to the ¿interrogate¿ button. Communication error messages were displayed suggesting retrying the communication. Analysis of rms files dated (B)(6) 2025 (before and after the event), and the last in clinic follow up (before the event) data dated (B)(6) 2025 did not reveal any anomaly on (B)(6) 2025, a successful in-clinic follow-up was done, during which the telemetry has been operating properly. The review of the patient data file dated (B)(6) 2025 did not reveal any anomaly. All above elements indicate that issues on the telemetry on (B)(6) 2025, were due to a cause external to the device crtd, the most probable being a noisy environment present in the follow-up room (electromagnetic interferences) or a non-optimal inductive head positioning. Based on available data, no issue is suspected on the crtd device.

Event description:
Reportedly, on (B)(6) 2025, during in a in-clinic follow-up, the dai could not be interrogated. The interrogation has been tried with 3 different programmers (unsuccessfully). The last in-clinic fu was on (B)(6) 2025 with a residual longevity estimated between 9 and 12 years. The last remote fu on (B)(6) 2025 didn't show battery anomalies. The ECG revealed the pacing is effective.